Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported during a laparoscopy diagnostic procedure, the insertion tip of the instrument broke off. The tip was retrieved. There was no adverse consequence to the patient. The patient is doing good.